Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a few months prior to the call, the customer had received an unspecified alarm stating that all deliveries stopped. The contact could not specify the specific date that the issue occurred or the exact alarm that was received. There was no impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin.